Manufacturer narrative:
An event of regurgitation, a leaflet tear, leaflet deformation and prolapse as well as the trifecta valve being fused to the annulus and aorta was reported. Only the valve leaflets were explanted due to the fusion of the device to the aorta and annulus. A more comprehensive assessment could not be performed since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013 an aortic valve replacement(avr) was performed at (B)(6) hospital and a 21mm sjm trifecta valve was implanted in the patient's aortic position. During a follow-up, aortic regurgitation(ar) was confirmed and a re-do avr was performed on (B)(6) 2020. Upon explant, a tear was confirmed on the rcc and ncc commissure part and all of the leaflets were deformed and prolapsed to the left ventricle side. The trifecta valve was found to be severely fused to both the annulus and the aorta, making it difficult to explant and just the leaflets on the trifecta valve were excised and a valve in valve procedure was performed. There was a risk of annulus rupture when performing the valve-in-valve procedure, and therefore, a 21mm sjm regent heart valve w/flex cuff was sutured onto the aorta instead of onto the annulus, and reconstruction of the coronary arteries were also performed. The patient is being closely monitored.